Event description:
It was reported that the case side part cracked. Liquid did expose.

Manufacturer narrative:
The device has been returned to (B) (4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report. Potential for serious injury, even though not present at this instance.